Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her doctor informed her to call in because her doctor noticed the act button was not working. The button got stuck and the device had not alarmed button error. Customer's blood glucose was unk at the time of event, but current was 189 mg/dl. Customer wears the insulin pump in her bra and the device has sometimes been bumped against her desk. Customer was advised to discontinue use of the device and revert to back-up plan.